Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet is inconclusive due to poor sample condition. Five powerpicc solo with sherlock tls stylet kits were returned for evaluation. An initial visual observation showed all five kits were returned sealed. The kits were labeled sample 1 through sample 5. The catheter of sample 1 was flushed and the stylet was removed with ease. The tip of the stylet was observed to be intact and undamaged. The tip of stylet was bent and pulled and eventually broke after kinking and stretching; the magnets within the tip of the stylet were observed to break during this process. The complaint of a broken stylet is inconclusive as the sample described in the event was not returned for evaluation; therefore it is not possible to determine a root cause. Possible contributing factors of a tls stylet break include excessive manipulation of stylet within patient¿s vein, patient physiology, failure to flush catheter prior to stylet removal, rapid removal of stylet, and excessive removal force. As a note, the product IFU states: ¿slowly remove the t-lock, stylet funnel, and stylet, as a unit. Do not remove stylet through t-lock. Caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rebn0049 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the healthcare professional (hcp), was unable to thread the catheter past the shoulder and device was removed. The PICC line was cleansed of blood and lumen flushed. After flushing PICC line with normal saline hcp noticed a 1 inch piece of tissue. Upon further examination, hcp noted it to be the copper tip of the wire. Wire was removed from PICC line and examined. Entire length was accounted for; clean PICC advanced easily into cephalic vein. Patient tolerated procedure without complications. Patient had no indication of any potential risk.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn0049 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the healthcare professional (hcp), was unable to thread the catheter past the shoulder and device was removed. The PICC line was cleansed of blood and lumen flushed. After flushing PICC line with normal saline hcp noticed a 1 inch piece of tissue. Upon further examination, hcp noted it to be the copper tip of the wire. Wire was removed from PICC line and examined. Entire length was accounted for; clean PICC advanced easily into cephalic vein. Patient tolerated procedure without complications. Patient had no indication of any potential risk.